Manufacturer narrative:
Date rec¿d by MFR :05jun2019. A touchscreen assembly was return for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touchscreen measured resistance are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 30may2019. Date rec¿d by MFR: 02may2019. The service engineer (se) inspected the device. The se replaced the touchscreen assembly and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator had a faulty touchscreen. Patient involvement: no patient involvement. Event date not specified, estimate used.